Event description:
A bone tamp was being used during the procedure and a piece of the instrument broke inside the patient. X-ray was ordered, attending radiologist reviewed the x-ray and reported to attending surgeon that no foreign body was detected.